Event description:
This pt contacted dr on april 30; 2000 with pain. An x-ray revealed a broken tibial nail at the distal most screw hole. The sales rep sent all of the information to dr; ace surgical consultant for the tibial nails. The revision date is not yet set; but the procedure will probably be to re-ream and put in a bigger nail.